Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump gave hardware low level failures and critical block and inverse critical block did not add to zero alarm and the insulin pump failed self test. Customer was able to successfully clear the alarm and able to complete pump rewind. Error table does not indicate the pump should be replaced and customer's blood glucose was 8.3mmol/l. The product will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Hardware low level failures alarmed during self test and confirmed in pump history with variable due to broken trace at pin 1 on keypad assembly. The critical block and inverse critical block did not add to zero alarm, line number 213 file number 30, is found in the formatted history file due to a software error.